Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely calcified vessel. A 5.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured and separated vertically. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injury reported, and the patient was in good condition after the procedure.